Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had a fall. Patient stated he had one episode of shocking sensation that he had difficult time turning down the stimulation. Patient also reported that the battery site got warmer than normal when charging. Impedance was checked and were all within normal limits. Patient reported that recharger was not shutting off or giving him an overheating warning. Rep reprogrammed patient and xrays were taken by staff. Xrays showed no lead migration. Issue not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was unknown. Issue was report ed to be resolved. No further actions/interventions taken.